Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced nighttime hypoglycemia while using the ilet bionic pancreas, with a lowest cgm glucose of 66 mg/dl and self-treatment using oral carbohydrates (orange juice); the event followed several hours of in-range glucose and a lower glucose target setting, and the patient denied precipitating factors such as unannounced meals, fatty foods, or alcohol. Symptoms included ear ringing consistent with hypoglycemia. Outcomes included recovery with oral glucose without hospitalization. Investigation included troubleshooting and education by customer care and transfer to a partner clinical support line for further assessment. Investigation of this case revealed no device malfunction reported and a cause that remained unclear, with potential contribution from meal absorption variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.